Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a root angiogram was performed prior to the release of the valve which confirmed all coronaries were patent. The delivery catheter system (dcs) was placed in the right femoral artery. Following the procedure, moderate paravalvular leak (pvl) was noted and the valve appeared constrained, so a balloon aortic valvuloplasty (bav) was performed reducing the pvl to trace. The patient left the procedure room with no signs of coronary occlusion. Approximately two hours following the procedure, the patient became hypotensive. A computed tomography (CT) scan revealed a minor left femoral bleed at the site of the non-medtronic sheath. A stent was placed in the left femoral artery. The patient continued to become hypotensive. A coronary angiogram revealed that the right coronary artery was occluded. Multiple attempts were made to cannulate and reopen the right coronary artery, however, were unsuccessful. The intervention was aborted. An intra-aortic balloon pump was inserted. The patient died the same day.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon cine review, a large piece of calcium was attached to the native leaflet. This was most likely the cause of the paravalvular leak (pvl) in that the calcium did not allow the valve frame to fully expand. It was noted that once the valve was fully released and the pigtail catheter had been removed from the coronary cusp, a root angiographic injection was performed showing both coronaries patent. The calcified leaflet was still very visible against the evolutr frame inflow portion. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the death event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.